Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 19mm bioprosthetic aortic valve, implanted one (1) year and nine (9) months, was explanted and replaced with a 21mm aortic valve. Through follow up with the health care provider, it was learned this device was explanted due to severe stenosis and patient-prosthesis mismatch. The operative report indicated that the patient was morbidly obese and symptomatic of patient prosthesis mismatch. It was also noted her history included that despite her 1.9 to 2.1 body surface area, the surgical team was only able to insert a 19mm pericardial valve and she subsequently suffered symptoms of patient-prosthesis mismatch from initial implant. Echo results at the time of her admission showed an ef of 30%, moderate mr, severe as with a mean gradient of 38mmhg, 61 peak and an ava of 0.98 cm2. The operative report states "the gradients across the valve were appropriate for this size valve; however, a larger valve was determined to be more appropriate for her size." To accomplish implant of a larger valve, an aortic root enlargement was reportedly performed using a manougian procedure. There were no complications reported.

Manufacturer narrative:
Patient prosthesis mismatch (ppm). Method: device not returned. Additional manufacturer narrative: it is unknown if this device is available for return and evaluation. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. It is typically not related to product malfunction. In this case, the reported patient history indicated this patient was morbidly obese and a larger valve was determined to be more appropriate for her size. The operative findings do not address the severe aortic stenosis and no description of the device condition at time of explant is provided. No information was provided to indicate the patient's weight prior to implant of the initial surgical valve. Without return of the explanted valve for evaluation and this additional information, we are unable to comment on the root cause for this event. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.